Event description:
The end user reported that when her caregiver had difficulty pushing her up an incline, she proceeded to pull her by grabbing the front of the chair. She stated the folding mechanisms of the handles broke and she fell backwards.

Manufacturer narrative:
The end user reported that her caregiver was unable to push her up an incline, and instead, pulled the chair from the front. It fell backwards with the end user sitting in it. She hit her head and sought medical attention two days later due to nausea, unsteady balance, loss of taste and double vision. A head CT scan was done and she was diagnosed with a concussion. She was prescribed medication for the nausea and dizziness. The sample was returned and evaluated. The device showed normal signs of wear and tear. No manufacturing defect was identified. The folding mechanisms of the push handles were broken. There were signs of impact on the backs of both push handles indicating the chair had fallen backwards onto the handles. Broken folding mechanisms of the push handles would not cause the chair to tip. We have determined the damage to the handles was caused by the impact of the chair falling backwards. User error is the most likely cause of this incident. Due to the reported injury, this medwatch is being filed.